Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported pump stop event that was captured in the submitted log file. A distal end driveline replacement was performed on (B)(6) 2019 and approximately 14¿ of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing did not reveal any discontinuities. The silicone jacket and clear bionate layers appeared unremarkable. Areas of shield breakdown were observed throughout the length of the driveline. Visual examination of the underlying wires revealed a breach in the insulation of the brown wire 4.5¿ from the metal connector as well as a breach in the insulation of the black wire 9.5¿ from the metal connector. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. The test did not reveal any additional breaches. If the exposed conductors of either of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the pump stop captured in the submitted log file. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a pump stop. The log files were reviewed and confirmed the pump stoppages on the morning of (B)(6) 2019 at 5:29am. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. An x ray of the driveline shows signs of damage. It was confirmed that the cause of the pump stops was due to a short to shield. On 22nov2019 tech services arrived onsite for driveline evaluation/repair. Performed repair ~2" inches from the exit site. Perc lead replacement performed per op 1005966 rev f. After repair they tethered the patient on a grounded patient cable without issue. The portion of the perc lead that was replaced was returned for evaluation. No further information was provided.